Event description:
A healthcare worker experienced a burn with whitening of the skin on the finger after touching an item from a load after the cycle completed. The worker did not seek medical attention and the symptoms resolved within one day. The vaporizer plate was not in place at the time of the event.